Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Unit had cracked battery tube threads, cracked display window corner and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 64 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.